Event description:
During review of the data log, found error 99, 51, and air sensor occurred three consecutive times.

Event description:
During review of the data log, found error 99, 51, and air sensor occurred three consecutive times. The device was received for evaluation. Reviewed history log, verified non consecutive errors, error 99 (2x), error 51 (3x) and error 33 (1x). Observed abnormal noise from clamp motor, replaced. Per IFU if error did not reoccur, device can be returned back to use. Equipment cleaned and post repair tested per quality control check list. After repair, device was found to meet specification. Error 99 (watchdog error) is known and is linked to a software issue. This error has been corrected in the latest software version available 1.9a. Error 51 (defective speaker) is known and is linked to a software issue. This error has been corrected in the latest software version available 1.9a. CAPA were initiated for these issues.